Manufacturer narrative:
Correction: please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01179. Results: the returned jet7 was kinked at approximately 2.0 cm from the hub. The device was fractured approximately 6.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a fracture near its proximal end. Further evaluation of the device revealed a kink near the fracture. If the device is forcefully manipulated at extreme angles outside the patient body, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), non-penumbra microcatheter and microwire. During the procedure, the physician completed one pass in the target vessel using a jet7. While retracting the jet7 through the neuron max, using the adapt technique, on the next pass, the jet7 broke approximately 10 cm distal from the hub. Therefore, the jet7 was removed. The procedure was completed using another jet7 and the same neuron max. It was reported that the clot was removed with a thrombolysis in cerebral infarction (tici) 3 result. There was no report of an adverse effect to the patient.